Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a battery life issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/08/2016 with the following findings: there were frequent low battery warnings and replace battery alarms observed in the pump's history. The pump's electrical current draws were high. The pump was opened and moisture damage was found on the printed circuit board. Short battery life was due to moisture damage. The battery compartment was cracked below the bumper pad.